Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 2339640 d4. Medical device expiration date: 31-dec-2027 h4. Device manufacture date: 27-feb-2023 d4. Medical device lot #: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown e4. The initial reporter also notified the FDA. Medwatch report # 0700100000-2023-8014. D4. Medical device lot #: add reported lot number (236628) was reported, however, this is not a lot # manufactured for the reported catalog #. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 20ml luer lok syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: customer reported escalated concerns regarding the plunger and the inside of the barrel of the bd 20ml luer-lok syringes. The plungers appear to be dirty, with an oily substance and residue. The oil was apparent in almost every syringe we looked at from two lot numbers.

Event description:
It was reported that the bd 20ml luer lok syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: customer reported "escalated" concerns regarding the plunger and the inside of the barrel of the bd 20ml luer-lok syringes. The plungers appear to be dirty, with an oily substance and residue. The oil was apparent in almost every syringe we looked at from two lot numbers.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. It is possible the oil substance customer is referring to is silicone. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.